Manufacturer narrative:
The reported events of lead dislodgement and loss of capture were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil inside the connector region consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. Electrical testing along with visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in clinic morning after implant. The patient's right ventricular (rv) lead was noted to have loss of capture. Furthermore, a chest x-ray was taken indicating the lead had possibly dislodged. The lead was also confirmed to have no capture at max output. The physician attempted to reposition the rv lead but was unsuccessful. Therefore, they elected to replace the rv lead with a new lead and was successful. The patient was discharged the following day.